Manufacturer narrative:
The device has been disposed by the customer. As per the reported event, bwi has already notified st. Jude medical through a mail notification in regards of their involved products in this event. (B)(4).

Event description:
During an idiopathic ventricular tachycardia procedure, an ice catheter confirmed a small pericardial effusion. A pericardiocentesis was performed and the procedure continued. The patient was sent to recovery and discharged according to hospital protocol. On (B)(4), received additional information requested from bwi representative stating the physician¿s opinion regarding the causality of this adverse event is possible procedure related. The event occurred during the ablation phase.